Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that and alert was displayed for out of range atrial intrinsic amplitudes for this implantable pulse generator (ipg). Additionally, intermittent far-field r-wave oversensing on the atrial channel resulted in storage of inappropriate atrial tachy response (atr) episodes. Technical services (ts) documented the clinical observations. The system remains in service and no adverse patient effects were reported.